Event description:
It was reported that during a percutaneous transluminal angioplasty, a stent deployment issue occurred. Vascular access was obtained via the groin with ipsilateral approach. The 100% stenosed chronic total occlusion lesion was located in the mildly tortuous and moderately calcified external iliac artery. A6.0x80mm epic stent was deployed distally; the 6x40x75 epic¿ vascular stent was deployed proximal to the previous stent, however during deployment stent ¿jumping¿ occurred and following deployment it was noted that the stent was shortened. The procedure was completed with a 7.0x40mm epic deployed proximal to the shortened stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an epic stent delivery system (sds). There was blood in the wire lumen and on the handle. The stent was not returned for analysis. The inner shaft was kinked 2.5cm from the tip. Product analysis could not confirm the reported stent shortening as the stent was deployed and not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a stent deployment issue occurred. Vascular access was obtained via the groin with ipsilateral approach. The 100% stenosed chronic total occlusion lesion was located in the mildly tortuous and moderately calcified external iliac artery. A6.0x80mm epic stent was deployed distally; the 6x40x75 epic¿ vascular stent was deployed proximal to the previous stent, however, during deployment stent ¿jumping¿ occurred and following deployment it was noted that the stent was shortened. The procedure was completed with a 7.0x40mm epic deployed proximal to the shortened stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).